Event description:
Per call with the pt he verified that his previous implanted device was removed due to infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).